Event description:
(B)(4). This device is horrible!!!! Since having essure placed in my body, I have had so many problems and I never thought it was related to essure until all these problems were coming out of the dark and after talking to my pcp she even agrees it is in result to essure and advised me to get them removed asap. When I talked to my ob/gyn, he thought I was just crazy thinking everything was linked to the essure but now after all of this has came out, he realizes the truth and is going to remove them! Side effects are listed below body pain ( I hurt so bad I can barely move on some days and I have been taking pain medications since 2011 vicodin, lorcet, norco and motrin); irregular periods; sharp stabbing pains in my lower left stomach (as if a coil has broke through a tube); severe hair loss ( I do not know how I even have hair on my head); bloated stomach (I look pregnant and I'm not, I can not get it to go away); heart palpitations, panic attacks (because of the heart palpitations, it scares me); horrible periods (I get so moody and crazy I have lost friends and family over it); no sex drive (this is ruining my marriage); painful sex, headaches, depression , mood swings, fatigue (I am always extremely tired I have 3 children who wants a mom who can play with them not a mom who is so tired she doesn't want to go to the park with them); teeth problems (my teeth went from beautiful to looking bad and I have had to have teeth pulled); vision has got worse, weight gain, stomach cramping, numbness, hands and feet are always freezing cold, vaginal discharge.

Event description:
#Medwatcher #followup1 #fdamw5042360 #(B)(4). I had a xray done on (B)(6) 2015 showing my right side coil is shaped like a c I went into a hospital after having severe right pelvic pain when the completed a ultrasound stating they could not locate my right side coil. I now not only have all of these side effects but now a have coil that is floating around inside me somewhere they doctors can not find!!!! Ban this asap!!!!!!!!!!!